Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint is confirmed and (B)(4) has been initiated to further investigate the issue. (2) unpackaged ar-6410 were received for evaluation. Visual inspection of one device noted that the two y-connectors had issues: a) y-connector 1 had no bonding agent in the single tubing side. B) y-connector 2 had no bonding agent on one of the two-sided ends of the connector. The cause for the y-connector issue is attributed to supplier process failure. The second device did not have y-connector issues, but one clamp was missing. The most likely cause for the missing clamp can be attributed to misuse due to a user modification. Since it could have been removed after unpackaging.

Event description:
On 09/21/2022, it was reported by an arthrex employee via sems that two (2) ar-6410 main pump tubing clamp on the side of the scope was not attached. The tube from the membrane to the end was not glued. Used a new product and the case was completed. No patient harm.